Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-nov-2022. H6: investigation summary: our quality engineer inspected the 6 photos and 8 samples submitted for evaluation. The reported issues of discoloration / variation in color / cloudy and foreign matter were confirmed upon inspection of the samples. Based on the samples returned, there are 3 out of the 8 samples observed with white streaks on syringe barrels. The white streaks have been measured using fm chart and are within manufacturing specification. No black specks were observed on the samples returned. Visual inspection has been performed for the 5 opened blisters package of returned samples and the team has observed cloudy bottom webs. No abnormality observed on the top webs. Bd determined that the cause of the failure could be due to incoming material issue. A notice was sent to the supplier to make them aware of the potential issues with their material. DHR for syringe was performed for the batch 1356174 (catalog 302149).

Event description:
It was reported that the bd luer-lok¿ 1-ml syringe 10 ml ll syringe w/o needle had small black spots. The following information was provided by the initial reporter, translated from chinese to english: there are small black spots on the syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ 1-ml syringe 10 ml ll syringe w/o needle had small black spots. The following information was provided by the initial reporter, translated from chinese to english: there are small black spots on the syringe.